Event description:
It was reported that sheath detachment occurred. The stenosed target lesion was located in the coronary artery. An opticross ic was selected for use to view the taret lesion. However, during preparation the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and patient's condition is stable. It was further reported that the device was kinked during the procedure outside of the patient.

Manufacturer narrative:
Updated lot number from 24243805 to 23426194. Expiration date update from 08/08/2020 to 03/01/2020. Device manufacture date updated from 08/09/2019 to 03/02/2019.

Event description:
It was reported that sheath detachment occurred. The stenosed target lesion was located in the coronary artery. An opticross ic was selected for use to view the target lesion. However, during preparation the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and patient's condition is stable. It was further reported that the device was kinked during the procedure outside of the patient.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the telescope kinked, as part of overall visual revision. The returned device matches with the upn and lot number provided by the customer. There was no damage observed on the distal tip or guidewire exit port assembly. A kink was observed in the telescope assembly. A kink was observed in the sheath assembly from femoral marker to distal end. There was no detachment observed in the device. No other visual damages were encountered upon visual inspection.

Event description:
It was reported that sheath detachment occurred. The stenosed target lesion was located in the coronary artery. An opticross ic was selected for use to view the target lesion. However, during preparation the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and patient's condition is stable.